Manufacturer narrative:
(B)(4).

Event description:
It was reported during a prostate procedure, at 19,969 joules and 2 minutes 31 seconds of use, laser beam is coming out the end of the fiber and not the side of the fiber. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome "ok".